Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Unable to perform DHR check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The reported lot # does not exist for the reported catalog #. Therefore, the device manufacture and expiration dates are unknown.

Event description:
It was reported that the 1/2 ml bd safetyglide¿ insulin syringe with 30 g x 5/16 in. Thin wall bd¿ permanently attached needle had black spots located inside the needle. Found before use. No serious injury or medical intervention noted.